Manufacturer narrative:
According to "therapeutic apheresis: a physician's handbook," the rate of adverse events during therapeutic apheresis is (B)(4). Morbidity and mortality related to therapeutic procedures are greater in acutely ill patients treated in a hospital setting. A patient's death during an apheresis series is most often attributed to the underlying disease and is rarely directly related to the procedure. The spectra optia apheresis systems essentials guide outlines the following procedural caution: "the spectra optia system has many safety features. However, a patient reaction can occur rapidly. Therefore, it is imperative that the operator monitor the patient and the system throughout the procedure." Root cause continued: the evidence from this investigation indicates that the device did not cause or contribute to the patient death. Literature review also indicates that a patient's death during an apheresis series is most often attributed to the underlying disease and is rarely directly related to the procedure.

Event description:
The customer reported that a patient underwent a therapeutic plasma exchange (tpe)procedure. The patient completed the procedure with no reactions. He was sent to interventional radiology to have his central venous catheter removed. Following removal of the catheter, he developed shortness of breath adn was sent to the emergency room. The patient was admitted to the intensive care unit and the shortness of breath lead to respiratory failure and the patient expired that day. The customer contacted terumo bct to inquire about complaints related to the lot numbers used during the procedure. The patient identifier is not available per the customer. This report is being filed due to a patient death, though at this time, the spectra optia system has not been implicated in the patient death.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of manufacture for the acda lot was also performed. There were no deviations, change controls, or microbiological excursions associated with the filling of the associated bulk or any of the sub-batches. A review of the disposable lot for similar reports was carried out, none have been reported. Are view of the acda lot for similar reports was also carried out, and no other similar complaints were reported on the acda lot. A service call was placed for a full system checkout of the spectra optia. All tests passed and no issues were found with the machine. The customer declined to provide a copy of the autopsy report, citing hippa concerns. Root cause: the returned part and rdf analysis do not show a conclusive root cause for the patient fatality. A possible cause, though not conclusive, may be related to how the catheter was removed following the tpe procedure since no symptoms occurred until the catheter was removed.

Manufacturer narrative:
Investigation: the disposable set, with 4l of patient plasma packed on wet ice, was returned for evaluation. The plasma was straw-colored without any red tinge. Hemolysis testing was performed on the patient plasma and blood from the channel, with no hemolysis found. The set was inspected for misassembly, missing parts, kinks, and occlusions, none were found. The run data file was analyzed for this event. The signals in the run data file as well as the aim system images indicate that the spectra optia system operated as intended. The customer was provided complaint information related to the lot numbers used during the procedure - there were no other reportable events associated with these lot numbers. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.